Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/31/2014 with the following findings: during investigation, the pump's black box was reviewed and showed low battery warnings. The pump¿s voltage at the time of the warnings was not low. The daily insulin delivery totals correctly reflected the user's programmed basal rates. During evaluation, a crack was found in the battery compartment. There was corrosion observed inside the battery compartment. A leak test was performed and a battery compartment leak was observed. The pump¿s electrical current draws were tested and were found to be within specifications. The low battery warnings were duplicated during testing. A flow accuracy test was performed successfully and the pump was found to be delivering within required specifications.

Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, reported that during the night of (B)(6) 2013 the patient awoke and obtained a blood glucose reading of ¿hi mg/dl¿ (greater than 600 mg/dl). The patient reported the pump would not power on. The patient was able to replace the battery and take a correcting bolus dose of insulin via the pump. The reporter noted the patient received ¿low battery¿ alarms more frequently than expected. There was no damage or corrosion on the pump. Troubleshooting revealed the pump¿s auditory and vibratory alarms were functioning normally, and the ¿low battery¿ alarms were recorded in the pump¿s history. The patient¿s technique was incorrect by not responding to and addressing the ¿low battery¿ alarm on the pump before the pump ran out of power. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia after this occurred, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.